Event description:
It was reported that a dexcom g7 experienced a brief sensor issue resulting in signal loss to the ilet, after which glucose readings resumed at approximately 175 mg/dl and were consistent with a confirmatory fingerstick at approximately 158 mg/dl. Symptoms included concern for potential hypoglycemia, though no hypoglycemic symptoms were reported. Outcomes included no injury and no medical intervention beyond routine guidance. Investigation included troubleshooting and user education regarding target range, alerts for rapid glucose fall and low glucose, and treatment guidance for those alerts. Investigation of this case revealed a transient communication interruption consistent with a brief sensor issue, with device function restored and no ongoing malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user and device interaction under normal conditions with transient signal loss from the cgm to the pump.